Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. D4 - lot #: 14414223 manufacturing date: 07/02/2025 expiry date: 05/01/2030, 14448062 manufacturing date: 07/28/2025 expiry date: 06/01/2030, 14441151 manufacturing date: 07/28/2025 expiry date: 06/01/2030.

Event description:
It was reported that a tego® connector became unstable during patient use. The reporter stated that the patient was stable throughout dialysis, but after washback started, the patient began choking, pale, coughing, and blood coming out of the arterial port connectors. Action: doctor's review of patient, replacement of leaking tegos, medication for vomiting given. The event occurred during use on patient. Someone became aware of the issue during clinical observation by staff. There was no medication being used with this product and no product was reprocessed or re-sterilized prior to use. The product was contaminated or contain a biohazard or chemotherapeutic agent. There was patient involvement but no delay in therapy and no adverse event. No one was harmed as a result of the reported event.